Manufacturer narrative:
The reported event of increased bezel failure rate file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. Customer stated there was no patient involvement.

Event description:
The customer reported that during testing, the pc unit had a higher bezel failure rate than was expected. No patient involvement was reported. The devices were repaired onsite.